Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure, arthrodesis was being performed after removal of ankle prosthesis; reportedly the ria drive shaft broke in the femoral canal. The femoral canal was measured to be 12mm/12.5mm and 14mm drill was chosen. Progression of the drill was not possible. The reamer head ria was changed to 13mm and progression was noted to be difficult. It was reported that there was a complete rupture of the ria in the canal and there was extreme difficulty to remove the reamer and the metallic fragments in the canal. They were unable to proceed with femoral graft as planned and as a result an iliac crest bone graft was performed. This is 1 of 2 reports for the same event.

Event description:
Surgeon used power tool was a system 6 from stryker. The machine was used in reaming mode; the attachment was a chuck with key. The locking clip was used and the drive shaft was correctly locked. The ankle prothesis that was removed was an integra prosthesis.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. Concomitant medical products: system 6, stryker, ankle prothesis, integra prosthesis. The manufacturing and raw material documents were reviewed and no complaint related issues were found. The fracture face is homogenous which indicates material conformity. It is possible too much torque was applied onto the drive shaft and finally a mechanical overload caused the breakage of this device. The ria drive shaft was used with a power tool in reaming mode. It is noted in the technique guide to not use a reduction drive and drills with a torque greater than 6 nm must not be used and power equipment designed for reaming must not be used. No product fault could be detected.